Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that while attempting to pass a smiths medical portex® intubation stylet through the lumen of an endotracheal tube, it causes adhesion and is making it difficult to intubate the patient since it does not pass perfectly. It was also noted that the guidewire is unable to be removed. There were no reported adverse patient effects.